Event description:
The patient reported that she did not receive the 8xx (technical inspection) alerts. She reported that her device went directly to the 09 (technical inspection due) where the device is inoperable. The patient did not report any blood glucose concerns. No medical attention was required. The product was requested to be returned for evaluation.